Event description:
In 1990 breast augmentation with dow textured silicone implants. After the surgery I had an immediate red severly itchy rash all over and around the breast area; 1990 - 1991 shortly after surgery, vertigo and left arm / paralysis and diagnosis of fibromyalgia requiring rx. In 1999 severe vertigo requiring treatment and rx. In 2004 - 2006 severe vertigo and pruritis requiring treatment and rx. In 2007 severe all over burning throbbing pain in tendons. Ligaments muscle and inflamed swollen joints requiring rx fentanyl and diagnosis of crps chronic regional pain syndrome and neurogenic bowel and bladder. In 2011 left rupture per MRI. Several large bilateral axillary granulomas; 2011 - 2013 severe vertigo and pruritis requiring treatment and rx, fevers, nightsweats, chills, temperature dysregulation, autonomic dysreflexia. In 2014 diagnosed with ra negative inflammatory, arthritis requiring methotrexate and prednisone and pruritis; 2016 - 2019 bouts of severe vertigo. Pruritis and severe memory loss and cognitive decline. In 2017 right implant rupture per MRI. 2019 left brachial plexus supra subclavian edema causing migraine and severe vertigo, bilateral breast pain, lumpiness and entire body burning neuropathy, pruritis, and several inflammatory conditions fro bone marrow to intervertebral, inflammatory conjunctival cysts in eyes and inflamed salivary glands and other sjogren's disease type symptoms. I know also have linear scarring in the lungs near the implants and suffer from lower oxygen saturation in my blood. 2007 to 2019 experiencing blood dyscrasias that have lead to three bone marrow biopsies and two spinal taps. I am ana negative. I have no autoimmune disease. I have no known genetic disease. I have no known cancer. I have been thoroughly tested and scanned repeatedly for any possible diagnosis, whether acquired or genetic with no answers. Test results do not match any specific diagnosis but systemic inflammation. I have declined over the years, have not been able to work for fourteen years. I am now limited to a walker or wheelchair. I suffer from lymphoma type symptoms, extreme fatigue, extreme pain, extreme pruritis, chronic lactic acidosis and a chronic high while blood cell count. I am so ill that after finally saving the money to remove the implants and free silicone. I cannot find a surgeon willing to complete the surgery. I was never told that implants could rupture or that I would have to replace them, or that I would have to pay cash to do this. I was not told that these implants would put in me at a higher risk for cancer or lymphoma. I was not given the proper informed consent. Immediately after implantation, I went from a short marathon runner in exquisite shape to an old debilitated woman that cannot even care for herself. My body rejected these foreign implants. My immune system kicked in (polygammaglobulinema per the mayo clinic) and now I am dying. I absolutely have breast implant illness. Finally yesterday I heard the FDA asked allergan to recall their textured implants. Finally what about the rest of the implants how many of us women need to get chronically ill or die? Before you force an immediate recall on all breast implant mfrs? Will I live to see this happen? (B)(4).